Manufacturer narrative:
Ae assessment: ae assessor spoke to the patient for further investigation of the needle goes in but does not stay in. Three to four vgos per week from the batch of vgos she picked up the end of december or beginning of january the needle does not stay in. She is unsure if she is putting the vgo on a roll of tissue which can cause the needle to come out rather than on a flat area of tissue. She does notice insulin dripping on her skin indicating the needle has popped out. She began using her sides for vgo placement (date unknown) the needle is staying in and her blood glucose (bg) level is no longer variable. She thought the bolus button was locking out prematurely because there was insulin in the vgo. She did not realize that the vgo has a total of 18 clicks then does lock out but the insulin remaining would be for the 24-hour basal delivery. She plans to monitor how many clicks she takes. She also was unaware that after 24 hours there can be insulin remaining in the vgo for bolus delivery if she did not use all 18 clicks. Her bg level recently before using her sides for vgo placement was 46-300 mg/dl (she did not provide dates and did not know how many times her bg level went below 70 mg/dl), a1c is 6 something percent. Taking clicks with meals containing 30 grams of carbohydrate or greater and if bg is higher (she is unsure of total amount of clicks she is taking). She is prescribed u-500 regular insulin in vgo, which is off label. Her goal for her bg level is 150 mg/dl or less (but not low). Possible- there is a reasonable causal relationship between the events, the needle of the vgo not staying in, inconsistent wearing of the vgo and variable bg levels of hyperglycemia. The events occurred while using v-go, but the event could also possibly be explained by the patient placing the vgo on a roll of tissue, not changing the vgo out if the patient believed the vgo needle came out and/or variable lifestyle practices including uncontrolled stress, variable carbohydrate intake, inconsistently taking bolus clicks when eating, variable activity, losing sleep and dehydration. The patient is in contact with her healthcare practitioner (hcp) for bg and medical management. The report of hyperglycemia is elevated but not considered a serious bg level.

Event description:
Patient called in stating that she had problems with the 90-day batch of vgo 20 that she picked up around the end of dec or beginning of jan. She was having problems with them working correctly for the full 24 hours. Several seemed like they were not working correctly. Her blood sugar would go up and she would have to click the bolus button because it seemed like the insulin was not feeding in automatically. Sometimes it would click and sometimes it would stop working when there was still insulin in the vgo. Sometimes there was insulin left in the device and she would have to replace it before the 24 hours were up. She thought that sometimes it seemed like the needle would not go in. Clarification from adverse event (ae) assessment revealed that the patient experienced the needle button released during these events. The patient is using the humalog 500 and she has always used it with v-go 20. The patient stated that there are no devices available for return to the manufacturer for evaluation.